Manufacturer narrative:
(B)(6) 2016: customer did not upload pump data and no additional information was received from the customer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer alleged that the pump was delivering too much insulin during bolus delivery resulting in low blood glucose (bg) levels (approx 20 mg/dl). Reportedly, pump settings were verified by health care provider but pump calculations were too high during bolus request. Customer treated low bg levels with a glucagon emergency kit. Customer's fiancé administered injections because customer was unconscious. Customer's bg level was reported to be fine at time of report. During system check with tandem technical support, no pump issues were identified. Customer stated that pump is used for bolus deliveries when she believes the recommended dosage is correct; otherwise, insulin injections are used. Recommendation was made for customer to upload pump data for review. Customer indicated that she did not have a computer but if computer access was obtained, upload would be performed. Resolution: cts advised customer monitor pump for performance and call in to cts if amount seems incorrect during a bolus request. Cts also advised that customer can upload pump to t:connect in order for cts to review pump activity logs for any issues, customer states she does not have a computer but will probably go to a